Manufacturer narrative:
The device was returned to the manufacturer for investigation. Based on the quality investigation, the impreglon coating on the device was worn off. This condition could cause the device to stick, and not allow the collet to release the wire.

Event description:
It was reported that the device was sent in for repair with the comment that the wire was stuck in the device. No further information was given regarding patient involvement or adverse consequences and no contact information for the account was received.